Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a shoulder arthroplasty procedure on (B)(6) 2017 where the following devices were implanted: ar-9100-10s lot: 10055062; ar-9106-01 lot: 1027261611 and ar-9146-20p lot: 160051618. On (B)(6) 2017, the patient underwent a revision tsa/glenoid revision and humeral head size reduction (captured on case (B)(4)) for an unknown reason and the following devices were explanted: ar-9106-01 lot: 1027261611 (medwatch 1220246-2019-00828) and ar-9146-20p lot: 160051618 (medwatch 1220246-2019-00829) and replaced with: ar-9105-01 lot: 113601629 and ar-9144-19p lot: 160047318. The patient then underwent a second revision tsa on (B)(6) 2018. Upon entering the joint space, the surgeon realized the head was barely associated to the trunion. Moreover, the trunion was disassociated from the stem as well and the superior version screw was backed all the way out. Essentially the stem fell apart into 4 pieces: the screw, the head, the stem, and the trunion. The following devices were explanted and replaced with a system from another manufacturer: ar-9100-10s lot: 10055062 (implanted during (B)(6) 2017 original procedure); ar-9105-01 lot: 113601629 (implanted during (B)(6) 2017 revision procedure) and ar-9144-19p lot: 160047318 (implanted during (B)(6) 2017 revision procedure).